Event description:
While transferring pt from pt bed to or bed - from supine to prone position -, pt's head slipped out of the mayfield headholder being used to support and hold the pt's head and cervical spine.